Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the moderate to severe pvl 19 days post procedure cannot be confirmed. Procedural factors (valve sizing, malposition), in addition to patient factors (moderate valvular calcification, mild aortic root calcification) may have contributed to this event. Intervention for the pvl was scheduled for pod35. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), a 20mm sapien 3 valve was implanted with nominal volume. Trivial to mild paravalvular leak (pvl) was confirmed. Post dilation of the valve was not performed and the procedure was completed. On postoperative day (pod) 7, the pvl was noted to be mild to moderate. The patient remained in the hospital for monitoring. The pvl continued to worsen. On pod19, the facility reported that the pvl had become moderate to severe. Additional treatment for the pvl was scheduled for pod35. On pod35, a vascular plug was implanted and re-dilation of the valve was performed, resolving the pvl. On pod41, the pvl was confirmed to be trivial. The native annular diameter measured 20.0mm by tte with a valve area of 300mm2 to 310mm2 by CT. Moderate valvular calcification and mild aortic root calcification was reported.